Manufacturer narrative:
No consequences or impact to patient; contamination during use. The cause of the clinical chemistry alkaline phosphatase reagents failed to calibrate/generate results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers to inform them to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.

Event description:
The customer observed fungal growth in clinical chemistry alkaline phosphatase reagent cartridge when reagent lot 62474un10 was in use. The customer was sent a replacement lot of reagent. There was no impact to patient management.